Event description:
As reported, a foreign body (apparently hair) was found when opening a 6f 0.70 3.5 xb (extra back-up) 100cm vista brite tip guiding catheter. There was no reported patient injury. This information was sourced from the anvisa website. The customer was not identified, and the submitter does not have any additional information. The complaint device will not be returned for evaluation.

Manufacturer narrative:
As reported, a foreign body (apparently hair) was found when opening a 6f 0.70 3.5 xb (extra back-up) 100cm vista brite tip guiding catheter. There was no reported patient injury. This information was sourced from the anvisa website. The customer was not identified, and the submitter does not have any additional information. The complaint device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿packaging/pouch/box-foreign material in sterile package¿ could not be confirmed. The possibility that the foreign material was introduced from a source within the procedure room and after the package was opened it a possible cause of the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. However, a risk assessment has already been initiated. No further action will be taken at this time.